Event description:
It was reported that 96 days post procedure, the patient experienced visual disturbance in the right eye that was described as "bouncey wavy lines". The disturbance occurred once a day and lasted five to ten minutes. The patient suffered visual disturbance in the left eye that was described in "hpi". No treatment was given and the event was reported to be resolved in 2010, the exact date was not known.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The reported event is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.